Manufacturer narrative:
(B)(4). Date sent: 11/15/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - was the firing sequence started but not completed? No. The firing sequence was not started. If yes: did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. - did the device cut? No. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line? N/a. - was there any difficulty opening the device jaws? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was sound but the knife did not return. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024. D4 batch #c9dm2c. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. Upon evaluation of the reload, the reload pan was removed and it was noted that the one-piece sled was damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9dm2c, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? No. The firing sequence was not started. If yes: did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? No. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line? N/a. Was there any difficulty opening the device jaws? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.